Event description:
In (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan revealed a 9 degree tilt and 4 of 6 struts penetrate the vena cava wall 3 to 5 mm.

Event description:
In (B)(6) 2005 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan revealed a 9 degree tilt and 4 of 6 struts penetrate the vena cava wall 3 to 5 mm.